Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Previously reported conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving morphine (70mg/ml at 35.177mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and lumbar radiculopathy. It was reported that the patient was in the office due to withdrawal symptoms and an alarming pump. The clinic requested that the manufacturer representative read the pump. The representative read the pump, silenced the alarm, and set the pump to minimum rate after approving the updates with the office before updating. It was noted that there was a motor stall and the office was working on getting the pump replaced. The pump status showed a motor stall with no recovery, and logs showed the earliest stall was on (B)(6) 2019. Surgical intervention did not occur yet, but it was planned. It was unknown if surgery was scheduled at the time of report. The issue was not resolved and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-apr-24. It was reported that the pump was explanted on (B)(6) 2019.